Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0501 captures the reportable event of detached suture. Imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e2015 captures the reportable event of tissue damage. Imdrf patient code e0511 captures the reportable event of perforation, vessel. Imdrf impact code f12 captures the reportable event of serious injury.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, when the second and third bands were used, they were unable to be deployed, resulting in vascular rupture. The procedure was completed with another of the same device. It was noted that no difficulty was experienced upon setting up the device. The patient had bleeding and damage to the tissue as a result of the device malfunction. There were no further patient complications reported as a result of this event.